Manufacturer narrative:
E1, (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source had displayed an e101 error, switched to emergency light and could not be used normally. The event occurred at inspection for use. There were no reports of patient involvement.